Event description:
¿Item on surgical field but not utilized on pt. Applied medical clip applier tested prior to use. The clips that were test fired were not in alignment, but fired crooked only partially overlapping.¿

Manufacturer narrative:
This incident was not reported to applied medical. We located this report on a (B)(4); however, the (B)(4) report did not contain the hospital name, hence, we could not request more info or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the eval. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.